Event description:
Customer called lfs in 3/2002 alleging that their one touch profile meter was reading inaccurate erratic. Pt was feeling sick and nauseous readings of 191, 255, and 261 are documented. Customer visited their physician and a lab test was done >30 minutes apart with a result of 467 mg/dl. Customer took 45 grams of carbohydrates (unknown what time). Pt stated that their meter was reading lower that their sugar level really was. Their doctor informed pt that pt incurred tissue damage because of the low reading. Pt was placed back on insulin. Sending letter.